Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced resistance when removing air from the cartridge. Customer changed the cartridge and syringe needle, and was able to successfully remove air from the cartridge. There was no impact to customer's blood glucose level.